Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off-necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2023. During the procedure, the stent first flange was successfully deployed, but there was difficulty visualizing the stent due to the necrosis. The second flange was then deployed; however, the stent moved out of its position with the first flange partially in the collection and the rest of the stent falling out into the stomach. Another axios stent was implanted stent in stent; however, since the flange was not completely into the collection an additional agile fully covered stent was implanted inside the axios stent. The procedure was completed, and the physician is comfortable leaving the stents in place. There were no patient complications reported as a result of this event.